Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the procedure it was observed that the right ventricular lead exhibited high capture threshold. As a resolution the device was reprogrammed. No patient consequences were reported, and the patient condition was unknown.